Manufacturer narrative:
The manufacturer previously reported a patient became disconnected from a bipap a40 device. The patient was in cardiopulmonary arrest, cardiopulmonary resuscitation was administered and the patient expired. The device was returned to the manufacturer for evaluation. The device was tested and was found to operate and alarm to design specifications. A review of the device's downloaded event logs were completed by the manufacturer. On the day of the event, (B)(6), 2018, the logs indicate the device was alarming frequently for patient disconnect alarm condition. At 04:28:54 utc, the device was alarming for patient disconnect condition with a duration of 1433 seconds (approximately 24 minutes). The alarm was acknowledged at 04:34:23 utc as evidenced by audio pause keypress. At 05:42:27 utc, the device began alarming for patient disconnect alarm condition with a duration of 1780 seconds (approximately 30 minutes). At 05:44:43 the device was powered off indicated by the power off keypress. It was reported the caregiver did not acknowledge the patient disconnect alarm and the patient died of suffocation. The intended use of the device states,"the bipap a40 ventilator is intended to provide invasive and non-invasive ventilatory support to treat adult and pediatric patients weighing over 10 kg (22 lbs) with obstructive sleep apnea (osa), respiratory insufficiency, or respiratory failure. It is intended to be used in home, institutional/hospital, and portable applications such as wheelchairs and gurneys. It is not intended to be used as a transport ventilator, and is not intended for life support." The bipap a40 is contraindicated for invasive use and the inability to maintain a patent airway or adequately clear secretions the manufacturer concludes the device operated and alarmed to design specifications. The device did not cause or contribute to the patient's death. Evaluation conclusion: the manufacturer only investigated the system board.

Event description:
The manufacturer received information alleging a patient became disconnected from a bipap a40 device. The patient was in cardiopulmonary arrest, cardio pulmonary resuscitation was administered and the patient expired. The device has yet to be returned to the manufacturer's service center for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.